Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files confirmed system notice #50022 ¿mechanical component error¿ in applications 1 and 2 with a balloon catheter. Also, the files showed at least two applications were performed with this catheter on the date of the event. There was no product returned and the reported. The product issue reported (system notice 50022) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the console parts were returned and analyzed. Per the field service report (fsr), the vacuum pump was replaced and the system notice indicating a mechanical component error (# (B)(4)) resolved. The console was tested and deemed appropriate for clinical use after repairs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating a mechanical component error. Additionally, it was noted that the system notice was received multiple times when rebooting the console. The console was rebooted with the scavenging hose disconnected without resolve. The case was aborted and the patient was under general anesthesia. A field service visit was recommended. No patient complications have been reported as a result of this event.